Event description:
The customer reported that the device would not discharge in the sync mode.

Manufacturer narrative:
The customer reported that the device would not discharge in the sync mode. The hospital biomed evaluated the device with the lead set and therapy cable, and could not reproduce the reported symptom. The device was also evaluated at philips, but the reported symptom could not be duplicated. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.